Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: display is dim/fading/reddish. Unrelate to the complaint, the battery compartment is cracked along the side on threads and below bumper pad, battery cap is damaged/stripped, investigation completed with returned battery cap.